Event description:
Pt defibrillated at 360 joules. Summary of code printed by monitor/defibrillator states 5 joules. Physicians (2) and acls nurses (2) all state pt responded appropriately to shock of 360 (legs and arms raised off carrier).